Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - this event seemed to be observed around (B)(6) 2010. According to our sales representative, the physician observed some noise from the implanted device. The lead was disconnected from the device on (B)(6) 2010 and remained in the patient. A new ICD and OEM rv-lead were implanted instead. There were no adverse patient effects reported. Should additional information become available, this event will be updated.